Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. Vascular access was obtained via the right side. The 100% stenosed, 22mmx3.5mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion contained a <=45 degree bend. Pre-dilatation was performed with a 2.5x20mm maverick balloon catheter, resulting in 65% residual stenosis. Subsequently, a 24x3.50mm promus premier stent was advanced but significant resistance was encountered and the stent appears to be dislodge from the balloon of the stent delivery system (sds). When the whole device was removed from the patient, it was noted that the stent remained on the delivery catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.